Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing discomfort. Upon interrogation, it was noted that the left ventricular - lv lead exhibited diaphragmatic stimulation. The lv lead was capped and the patient experienced no adverse consequences.